Event description:
User was driving chair along a creek. User allegedly pushed js forward, however the chair suddenly turned to the left on it's own. This resulted in the user to fall down an 8" embankment into the creek.